Event description:
It was reported that when the pump was on high volume administration set, alarm would pop-up. There was unknown patient involvement and unknown harm/adverse event reported.

Manufacturer narrative:
One device was returned for evaluation. Service history review identified the complaint was not related to a previous service of the device within the review period. Event log did not record error, high flow admin set required. Visual evaluation found air bubbled on dso seal and too many downstream occlusion alarms. The primary problem was duplicated. The high flow admin set is required for 500ml/hr and the cause of the primary problem was user error. Replaced dso sensor due to air bubbled on the dso seal and too many downstream occlusion alarms. Also replaced. Lens, keypad, and labels. The device passed all functional tests after the repair.